Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a battery replacement due to normal eri, an externalized conductor was noticed on the lead. Replacement of the lead was not possible due to physiological factors. The lead remains in vivo and active and the patient is well. The patient's therapy has not been affected by the externalized conductor and impedances remain normal.